Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and non-calcified venous fistula. A 8.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at nominal pressure for 18 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.